Event description:
Summer of 2010, surgeon performed an arthroscopic repair of a left shoulder rotator cuff on an adult male which involved the installation of a tornier 2.8mm piton anchor. The piton anchor was in place 5 days post surgery; however, x-rays taken several months later revealed that the anchor had pulled out. Shortly thereafter the surgeon performed a revision of the left shoulder arthroscopic surgery to remove the anchor.